Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had a procedure to correct a connection issue last month. The field representative now believes that the high voltage leads are reversed in the header of the device. The physician performed non-invasive programmed stimulation (nips) and used the coil to coil configuration with 31 joules which did not convert. Conversion was successful at 41 joules. This was performed twice with the same results. The physician decided to program all shocks at 41 joules and did not perform another procedure since there was conversion at 41 joules. It was noted that the shock channel showed large p-waves, and the qrs was the same size as the p-wave. No adverse patient effects were reported.

Manufacturer narrative:
Our record indicates that this device remains implanted. If additional information is received, this report will be updated.